Event description:
A 0.5 ml insulin syringe ( vanishpoint) 30 gx 1/2 inches was found defective. Lot # m200302, expiration= 02/28/2025. Staff found brown particulate matter at the bottom of the syringe.